Event description:
It was reported via repair work order that the head left siderail was stuck down due to a corroded timing link with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.